Manufacturer narrative:
It was reported that while the caregiver was assisting in turning the patient on a totalcare bed, the right intermediate side rail unlatched resulting in patient fall. The customer noted that the patient was not injured from the fall. The totalcare bed is intended to provide patient support in healthcare environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed december 13, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The bed's siderails are intended to be a reminder to the patient of the unit's edges, not a patient-restraining device. When appropriate, baxter recommends that medical personnel determine the proper methods necessary to make sure a patient remains safely in bed. The totalcare bed's siderails have been designed for one-step operation. Siderails in the raised position are intended to make the patient aware of the proximity of the edge of the sleep surface. Siderails in the down position, below the patient's surface, facilitates a patient¿s entry or exit from the bed. This design feature also facilitates unobstructed access to the patient. The IFU instructs: to raise a siderail, pull the siderail up until it latches into the locked position. When you raise the siderails, a "click " will be heard when it latches into the locked position. Once the "click" is heard, gently pull on the siderail to make sure it is latched properly. Additionally, the device IFU states "applying forces greater than 100lbs into a side rail while the patient is on his or her side may create an unstable bed situation, care should be taken when a patient rolls against a side rail. The inspection performed by a baxter technician of the bed notes that the latch spring of the right intermediate side rail was bent and came out of its original placement. The latch spring was replaced to resolve the issue. In this event, no injury occurred, as reported by the customer, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. Additionally, the bed's inspection noted the latch spring was bent and this was replaced to resolve the issue. If a similar event were to recur, and the side rail unlatched due to a malfunction of the latch spring, it would be likely to cause or contribute to a death or serious injury. Prevention of this type of event is outlined in the device IFU. Based on this information, no further action is required.

Event description:
It was reported that while the caregiver was assisting in turning the patient on a totalcare bed, the right intermediate side rail unlatched resulting in patient fall. The customer noted that the patient was not injured from the fall. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).